Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv bv drew air while running arsenic pump. The following information was provided by the initial reporter: chemo tubing drew air while running arsenic pump was at heart level and tubing elevated as much as possible. Arsenic in 100ml bag, rate 50ml/hr.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the chemo tubing drew air. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv bv drew air while running arsenic pump. The following information was provided by the initial reporter: chemo tubing drew air while running arsenic pump was at heart level and tubing elevated as much as possible. Arsenic in 100ml bag, rate 50ml/hr.